Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D6: d6a. If implanted, unknown. E1: reporter zip code (B)(6).

Event description:
It was reported that the implant at tooth site 15 fractured at the body of the implant and was removed. Bone loss was also reported. Pain was reported as a result of the event. Procedure was completed with other implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative. Zimvie received one (1) tmtb10, (imp tm 3.7mm mtx full,10m) for evaluation. Visual evaluation was performed, a fracture has been identified on the implants body. Device history record (DHR) review was completed for the subject lot number 1232999. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1232999, for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: implant based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. For bone loss: a summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the body. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.